Manufacturer narrative:
During a conversation with distributor, physician commented that a pt had developed a possible infection following a quadriceps tendon repair procedure using orthadapt bioimplant augmentation. The repair procedure was performed approx one year ago. The date of onset of the infection is unk. Prior to implantation, the device was cleansed using an unspecified procedure, and then soaked in vancomycin. The product insert instructs the user to rinse the device twice in saline solution prior to implant. Further info concerning this event is unavailable. Based on the provided info, no conclusions can be drawn as to the cause of this event. A review of the device history record (DHR) indicated that the device identified in this report met all mfg requirements. The device was not retuned to the MFR for eval. The MFR of the device was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The implant occurred prior to the synovis acquisition of pegasus biologics.

Event description:
Physician reported to distributor that pt developed a possible infection post quadriceps tendon repair with orthadapt bioimplant augmentation. The bioimplant was subsequently removed.